Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - additional information.

Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3004753838-2025-089671 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR product was received on 4/14/2025 it was determined this complaint is not reportable per corpft-140202.